Event description:
It was reported that "surgeon suggested that nim was set up and operating but did not emit any "warning" tones before point where nerve may have been damaged. Damage to either main trunk of facial nerve or a single branch." It was further reported in user medwatch that: "pt in operating room for exploration of facial nerve, biopsy of mass, excision of incus, exploratory tympanotomy. Nerve monitor was applied to lips, eyes, and shoulders per MFR's directions. No recordable events had occurred for the duration of the procedure, ie no events stimulating greater than 100nv. Immediately post op some eye movement was noted. After complete recovery from anesthesia, bell's palsey nerve distribution noted to be absent."